Event description:
It is reported that the device was implanted in 2006. Post-op x-rays six days later, showed the glenosphere to be at an angle. No revision has occurred or been scheduled. Pt has no pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.